Event description:
It was reported that the ilet touchscreen failed to respond to the slide-to-unlock gesture, preventing normal access to the device; the user restarted the ilet through the app, after which the device unlocked and functioned. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or medical care. Investigation included standard troubleshooting and user education conducted remotely. Investigation of this case revealed that the device regained expected operation after a restart, consistent with an intermittent screen responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient user interface malfunction resolved by a power cycle.